Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "[uprod red button not working. I think there is a damaged/missing spring. Jig does not lock into place. Tagged as damaged. To be returned to vic warehouse after decontamination]" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device 254400003, attune em tibial dist uprod is unable to lock/unlock condition, missing spring for button and cracked condition of button. No further conclusion can be drawn without the device being returned. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 254400003, attune em tibial dist uprod would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg0411 provided is not a valid finished goods .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[uprod red button not working. I think there is a damaged/missing spring. Jig does not lock into place. Tagged as damaged. To be returned to vic warehouse after decontamination]". The product was not returned to depuy synthes, however photos were provided for review. See attachment (img_3867, img_3868, img_3869, img_3873, img_3876, img_3877). The photo investigation revealed that the device 254400003, attune em tibial dist uprod is unable to lock/unlock condition, missing spring for button and cracked condition of button. No further conclusion can be drawn without the device being returned. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 254400003, attune em tibial dist uprod would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg0411 provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the uprod red button not working/jig does not lock into place. T was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, (B)(4). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : uprod red button not working. I think there is a damaged/missing spring. Jig does not lock into place. Tagged as damaged. To be returned to vic warehouse after decontamination the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the spring from the attune em tibial dist uprod is missing causing that the the device locking feature not functioning as intended. Additionally, the red lever was found cracked. The issue of the missing component was addressed through depuy synthes quality system with a design change. However, due to the device was manufactured in 2011, the device has been in service over 12 years and shows signs of heavy repeated used. Therefore, the potential cause for failure is traced to end of life. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed yes as the observed condition of the attune em tibial dist uprod would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.